Manufacturer narrative:
Device not returned to zimmer osp for evaluation. Zimmer contacted risk mgmt at hosp. Risk mgmt could not provide any details on event. She stated, zimmer we need to contact to o.r. Nurse mgr and clinical engineer as they would have event details. Called both o.r. Nurse mgr and clinical engineer and left messages. Zimmer is filing the MDR without all of the hosp info. In the event further details are provided. A supplemental report shall be filed.